Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient presented with elevated troponin and a non-st elevated myocardial infarction (nstemi) and a percutaneous coronary intervention was then performed. Following pre-dilatation, a 3.0x28mm xience sierra stent was implanted in the obtuse marginal coronary artery lesion. Following, proximal stent underexpansion-malapposition was noted. As treatment, additional post-dilatation was performed, with an acceptable outcome and end diameter stenosis of 0%. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Correction: PMA/510k: date on the initial 30-day MDR corrected from 04/05/2019 to 04/18/2019. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficult to deploy (wall apposition) and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.